Manufacturer narrative:
Sections with additional information as of 25-feb-2021: h10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found - meter does not turn on with strip insertion. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.

Manufacturer narrative:
Sections with additional information as of 14-dec-2020. H6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for meter not turning on and high blood glucose test results. The customer is concerned with tests results obtained of 234mg/dl. The expected fasting blood glucose test result range is 120-170mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 234mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 9/7/2020 and open vial date is 10/15/2021. The meter memory was not reviewed for previous test result history.